Event description:
It was reported that during an unknown procedure the white part of the blade felt off (the inactive part) and they said that it was as if "it fell off by itself." No harm to the patient. Nothing further to report.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.